Event description:
Follow up information identified postoperatively effective therapy was attained.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge their ipg as recommended. The ipg is now inoperable. A company representative attempted to troubleshoot the issue via use of external devices but was unsuccessful. The patient is seeking surgical intervention as the next course of action.

Event description:
Follow up information identified the patient's ipg was replaced with a new one resolving the issue.